Manufacturer narrative:
(B)(4). Date MFR. Rec: 11/14/2016. Device evaluation has been completed. Evaluation found that the bearings were corroded. The device was repaired, tested to all manufacturing product specifications and returned to the customer. (B)(4)

Manufacturer narrative:
The product was returned for analysis. Pre-repair temperature testing was performed. The pre-repair temperatures at 1 minute are the following: point 1 - 131°f, point 2 -131 °f and point 3 -140°f. Device evaluation is not complete at this time, completion of evaluation is anticipated.

Event description:
It was reported that pre-operative the device as overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.